Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) observed the power activity log and noticed that the device had shown that at 2025/02/02 21:56:39, the device had powered on. At 2025/02/02 22:00:39, the device showed the exact same "powered on" line with no "power off" between. Checked the fault log and noticed that 3 seconds before the "power on" at 21:56:39, the device threw a fault #77 at 21:56:36. Completed an all-manifolds test, fill-manifold test, and drive-manifold test; switched from wall to cart power multiple times and back again. Then tested the solenoid control board by controlling the solenoids in the pneumatic system display and testing the board.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient cardiosave intra-aortic balloon pump (iabp) shut off and it was difficult to turn back on. No harm to the patient.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11 corrected field: h6 (type of investigation ).

Event description:
N/a.